Event description:
It was reported that a patient in atrial fibrillation (af) presented to the emergency room experiencing shortness of breath. A non-magnet electrogram showed suspected intermittent non-capture with the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.